Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 53 alarm found in the pump history due to software error. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures and software low level failure. The customer¿s blood glucose level was unknown. The customer states they were able to rewind the insulin pump. Self test did not pass. Fill cannula was recorded in daily history. Troubleshooting was performed. The product will be returned for analysis.